Event description:
Discordant sodium (na) and chloride (cl) results were obtained on twelve patient samples on an advia 1800 instrument. The discordant sodium and chloride results were not reported to the physician(s). The samples were repeated on an alternate system and reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant sodium and chloride results.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. The cse evaluated the instrument and instrument data. After instrument evaluation, the cse replaced the syringe pump and chloride electrode. The cse performed an ion selective electrode line wash and performed a patient serum correlation. The cause of the discordant sodium and chloride results is unknown. The cse successfully performed calibrations and successfully ran quality controls. The instrument is performing within specifications. No further evaluation of the device is required.